Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was not sharp enough to make a proper incision during cataract surgery. An alternate knife was obtained in order to complete the procedure with no complication. There was no impact to the patient.

Manufacturer narrative:
One opened knife sample was received by manufacturing in a blister package for the report of being dull. The sample was visually inspected and was found to be conforming. Penetration testing was then performed and was also found to be conforming. As the returned sample was found to be conforming, a dull knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. The manufacturer internal reference number is (B)(4).